Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Product evaluation: one certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted. The device had been placed on an unknown tooth location for an unknown amount of time. Per the applicable IFU, it is stated that improper technique and patient factors such severe bruxism, clenching and overloading could cause screw loosening. DHR review: DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: a year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were non-verifiable and the product was not returned. Sections updated: b4: date of this report. G3: date investigation/pce results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem codes. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the iunihg screw became loose in the patient's mouth. No additional information has been provided by the customer.